Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 22-28, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The device had slow flow and bubbles were observed forming inside the pump during patient use. The infusion was stopped immediately, and the chemotherapy session was completed using a new pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.